Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had experienced a loss or change of therapy. The patient reported that she was implanted for bowel and bladder. She noted that the therapy stopped helping with both bowel and bladder. She indicated that she went out of town for 7 days and did not take the patient programmer. She thought that could be the reason why symptoms returned. The patient also stated she went through airport security gates on (B)(6) 2017 without turning ins off and it might be a part of the problem. When asked if she felt any interference, the patient stated she did not know if she felt it, she was so nervous and just went through the security without thinking. It was mentioned that the patient used to feel stimulation when she first got the ins but was not feeling stimulation at the time of the call. She did not remember when she stopped feeling stimulation. However, it was indicated that therapy was on. During the call, the patient programmer did not power up first. The patient replaced the batteries and got a poor communication screen. She repositioned the antenna and was able to connect. She increased the amplitude from 2.2 v to 2.4 v and the patient felt stimulation in the correct area and confirmed she felt stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.